Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device leak. It was reported that during device preparation, the handle of the clip delivery system (cds) was flushed with heparinized saline when a leak was noted between the flush port and the handle. There was no damage visible on the cds. This cds was not used in the patient. A new cds was used without further incident. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for evaluation and abbott vascular (av) confirmed the reported gap between the luer threads and the male portion of the luer. Prior to testing, the 3-way stopcock was un-tightened from the delivery catheter (dc) handle flush port and the male fitting of the flush port luer was noted to separate from the female fitting and remain inside of the 3-way stopcock. Due to the separated flush port, the dc handle could not be flushed to test against the reported dc handle leak. Damage was noted on the threads of the luer. Av reviewed the complaint handling database and found no other devices from this lot reported for a leaks or unstable components. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: a gap was noted between the luer threads and the male portion of the luer where the leak was observed. No additional information was provided.